Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device had declared elective replacement indicator (eri) battery status post-explant. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The device passed functional testing and therapy remained available while the device was implanted. However, the device memory did show that the power consumption had been gradually increasing over the past year, indicative of a high current drain condition due to a compromised low voltage capacitor. Engineers have concluded that the leakage characteristics of the compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) passed away, for reasons not related to the device. However, the physician requested an analysis of the device to confirm normal function. The device was explanted post-mortem and was returned for laboratory analysis.